Event description:
Received information stating customer's pump unexpectedly reset. Reportedly, the customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has been received for evaluation. However, evaluation is not yet complete. A follow-up medwatch report will be submitted.